Event description:
The customer reported that pt use, the oxygen sensor on the 840 ventilator was out of calibration. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).